Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer's family member mentioned that customer is having to change set every day due to high blood glucose. Unable to complete troubleshooting, instructed customer to monitor blood glucose levels; explained 2 high blood glucose rule and instructed customer to call back for high pressure test when clamp arrives.